Event description:
It was reported that the patient's catheter length may have been incorrectly entered into the clinician programmer. The reporter stated that the programmer showed that the spinal segment of the catheter was 27.1cm, but also stated that they had removed 30.5cm. It was also stated that the catheter may have stretched due to being coiled for a while (refer to manufacturer report #3004209178-2013-00958 for details involving the coiling and the following revision). The reporter also noted that the surgeon did not remove any of the pump segment of the catheter. Later that day, it was reported that the catheter connector was not seen during the patient's prior revision surgery. This led the reporter to believe that there was still spinal segment left from the original catheter, though that would imply that a minimum of 100cm were implanted. The reporter did not feel comfortable performing a priming bolus while having an unknown length of catheter implanted. The patient was "fine", but would be monitored in the hospital as of the day of report. Twelve days later, it was reported that no change had been made to the patient's drug concentration. The drug used in this system baclofen. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8840. Product type: programmer, physician: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2010. Product type: catheter. (B)(4).